Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong catheter. The sample was also received with a photograph which appeared to depict the complaint sample. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter break was located approximately 2cm distal of the two-piece connector, and the observed damage which is characteristic of this failure type included: circumferentially oriented complete catheter break, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting a segment of groshong catheter. The image depicted an assembled groshong nxt clearvue two-piece connector with a short segment of catheter protruding from the distal end. A needleless injection cap was attached to the luer hub. The catheter depicted in the received photograph terminated near the two-piece connector, indicating that the distal catheter segment had become detached; however, inspection of the photograph was insufficient to identify the cause for the break in the catheter. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. An lhr is not possible as no manufacturing lot information has been provided by the complainant.

Event description:
It was reported that the nurse removed the dressing and found that the PICC was missing however, the end of the PICC with an inch of the groshong catheter was still there. The hospital completed a CT scan and the PICC was not visible. Is it possible for manufacturer to advise if the PICC has been cut or not.